Manufacturer narrative:
Pump received with a blank display due to a dislodged battery tube preventing proper battery cap contact. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the backside of insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.